Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm or reproduce the reported event; the stylus and the screen functioned properly, and the emergency button worked as it should. Analysis found the power supply was noisy. Concomitant medical products: product ID: (B)(4) analyzer. (B)(4).

Event description:
It was reported that the programmer touch screen was not working; it flicked to emergency vvi when not touching the screen. It was noted that this happened during interrogated sessions and at the end of device checks. The programmer has been returned for repair. Further follow-up indicated that the issue occurred while pre-programming a device prior to implant and there was no patient involvement at the time.